Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported bacterial infection. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ infection (unknown onset): unable to observe as it is not related to the device. As per the investigation procedures observed one opening assessed as fold flaw opening, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported bacterial infection. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bacterial infection and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and capsular contracture, baker grade iii.